Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after an interventional percutaneous transluminal coronary angioplasty procedure with a 7f sheath. Reportedly, while advancing the knot, a suture break occurred. A new proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.